Manufacturer narrative:
A boston scientific technical services consultant was not able to determine the reason that a unipolar impedance measurement could not be obtained. A revision procedure was scheduled and has been cancelled two times. A boston scientific field representative stated that after device interrogation, he had no programming issues going from bipolar to unipolar configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered on this device due to a bipolar impedance measurement greater than 2500 ohms on the atrial channel. Additionally, a unipolar impedance measurement could not be obtained. A review of the trended data showed some measurements less than 200 ohms. Atrial intrinsic amplitude measurements are near 1.8mv in unipolar configuration. The unipolar threshold measurement was 2.7v @ 1.0ms and the caller programmed the output to 3.5v @ 1.0ms. The associated atrial lead is a competitive lead and a fracture is suspected. No adverse patient effects were reported.